Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
A transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5211635) was returned for evaluation. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and no failure were detected. The reported event of inaccuracies was not confirmed because information about inaccuracies cannot be obtained from the transmitter. A root cause could not be determined. It is unknown if the returned device is the complaint device.